Event description:
It was reported that the device reached eol prematurely. The device had not delivered shock therapy since (B)(6)2010. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on programmed parameters and device usage, a longevity calculation was performed and found to be within normal longevity estimations. Bench and automated testing found normal device function, and all power consumption measurements were normal.